Event description:
An implant card was received indicating that the patient¿s pulse generator was replaced and lead impedance was noted to be ok/1467 ohms at the time of generator replacement surgery. The lead impedance measured before surgery was also noted to be normal, 1501 ohms. The patient¿s lead was not replaced.

Manufacturer narrative:
Brand name, corrected data: the supplemental report #1 inadvertently did not report this data. Model #, serial #, expiration date, corrected data: the supplemental report #1 inadvertently did not report this data. Implant date, corrected data: the supplemental report #1 inadvertently did not report this data. Device manufacture date, corrected data: the supplemental report #1 inadvertently did not report this data.

Event description:
It was reported that intra-operative evaluation of the lead pin insertion (with the explanted generator) was not performed.

Event description:
It was reported that the device output current was decreased to 1.5ma from 2.25ma after observing the high impedance. It was reported that the impedance was checked on 07/02/2014 at which time it was noted to be 2078 ohms. The impedance was again checked on (B)(6) 2014 at which time the impedance was again normal at 2000 ohms. It was reported that the output current was increased back to 2.25ma and the patient's seizures are well controlled. It was reported that the high impedance was observed on system diagnostics. The patient's condition is normal and the patient is under observation.

Event description:
It was reported that the vns patient¿s device showed high impedance (impedance value > 5300 ohms). The patient¿s device settings were subsequently reduced. The impedance value was previously fluctuating. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.